Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger was unable power up due to a damaged power supple connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The pt received a replacement battery charger/modem.

Event description:
Upon fitting a (B)(6) female pt, a pt service rep contacted zoll customer support to report that the pt's battery charger power cord was defective. The pt was issued a replacement battery charger/modem.